Event description:
Patient was revised to address loosening of the tibial and femoral components with instability. Intraoperatively noted poly wear of the insert.

Manufacturer narrative:
Examination was not possible as no product was returned. The root cause of the loosening and poly wear is undetermined. The investigation could not verify or identify any evidence of product contribution to the reported problem. It would not be unreasonable to expect some wear after almost 11 years of implantation. The investigation did not identify a need for corrective action. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.